Event description:
In 2004, augmented with mentor saline. Implant remained high and never settled into position. Eight months later, pt underwent revision - left implant settled but right didn't and was also complicated with capsular contracture. Five months later, pt underwent open capsulorrophy - again - capsular contracture - pt had several closed procedures. However, the capsule returned and implant high class iii capsule. In 2006, pt underwent right capsulectomy and removal of right implant. Augumented with new saline implant (by mentor) old implant was removed intact. No apparent problem with implant at all.